Event description:
A caller reported a malfunction with their tandem pump, identified by code 199, which was explained to denote a pump malfunction. No notable events occurred prior, and the customer's blood glucose level was not adversely impacted. The malfunction, associated with code malf 12, was resolved after the customer, assisted by cts, successfully reset the pump. The malfunction did not recur, and the customer was advised to continue using the pump while being instructed to contact technical support if the issue reappears.